Event description:
It was reported that during a da vinci si rectopexy procedure, a permanent cautery hook instrument had broken cables at the distal end identified as soon as it was inserted into the patient. The item was never used in the procedure because the item was removed as soon as it was known.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.